Event description:
The customer called to report that she was hospitalized with a low blood glucose of 50 mg/dl. The customer's mother was also on the phone, and she stated that the customer has a hard time seeing, and sometimes confuses the numbers on the screen, and gives herself too much insulin. Also, if the customer doesn't feel that her blood glucose is dropping fast enough, she will give herself more insulin. Troubleshooting was declined as the customer and mother both felt that the customer just gave herself too much insulin. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.